Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited low pacing impedance and elevated thresholds. The patient was asymptomatic. Upon lead revision, insulation anomaly was noted on the lead. The lead was capped and replaced. The patient's condition was good post procedure.